Manufacturer narrative:
(B)(4). The sample was returned for evaluation. Microscopic examination revealed a crack on one of the female port that extended from the entrance to the hub to the body of the stopcock. An attempt was made to test the stopcock on a leak tester, but water leaked from the crack in the stopcock as soon as the pressure was increased from zero. A review of the device history records (DHR) for the stopcock revealed a potentially relevant finding. The report of a leak in the stopcock was confirmed through inspection and testing of the returned sample. One port of the stopcock was cracked and leaked when water was injected into the stopcock. Based on the condition of the stopcock, the probable cause of leakage is supplier related since the component is a purchased part. Nonconformance request 40008710 was initiated to further investigate this issue.

Event description:
The customer alleges that soon after insertion of the catheter, the user found a crack on the stopcock and the medical agent was leaking. The stopcock was replaced with a new one without issue.

Manufacturer narrative:
(B)(4). The product is not sold in the us. Similar product 510(k)# sold in the us.

Event description:
The customer alleges that soon after insertion of the catheter, the user found a crack on the stopcock and the medical agent was leaking. The stopcock was replaced with a new one without issue.